Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that her onetouch ultra2 meter read inaccurately high and erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012 during a follow-up call with the patient the patient reported that on the evening of (B)(6) 2012 she obtained blood glucose readings of "248, 170 and 200 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the readings exceeds the expected value of less than or equal to 20%. The patient informed the mss that she manages her diabetes by taking a set dose of lantus insulin and novolog insulin (based on a sliding scale). The patient reported that on an unspecified day she felt shaky after having taken an increased dose of novolog insulin based on a result obtained with the subject meter. The patient did not recall the reading obtained. In response to the symptom, the patient reported treating herself with food and/or drink and confirmed feeling better afterwards. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.